Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 483 mg/dl. The customer also reported that a previous no delivery alarm occurred that was resolved. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.